Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for analysis and underwent preliminary and functional testing. The green pump running light emitting diodes (led's) on the system controller were found to be dim. The pump running led's being dim can be mistaken for the led's being off, which can inaccurately be interpreted as the pump not running. The system controller¿s power leads were then stripped to assess the integrity of the inner conductors however no damage to the conductors was found. The system controller was connected to a mock loop and was able to operate a pump without issue for extended operation. Fluid ingress was also found during the investigation the device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and power cable disconnect alarms. The heartmate ii patient handbook ( section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate ii system controller and its power cables. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Interrogation showed low voltage alarm followed by low flow then pump off. Log files did not capture anything unusual other than the system controller exchange that took place on (B)(6) 2024 at 1816 when the driveline showed disconnected. The log file did not capture any events leading up to the system controller exchange. There was a gap in the timestamp where no events were being recorded.

Event description:
It was reported that the patient's emergency backup battery (ebb) was replaced earlier in the day due to upcoming expiration. There were no alarms following the replacement. Later in the day, the patient had left ventricular assist device (lvad) off alarms with no green circle illuminated on the system controller while on power module. The system monitor was also reported to be off when the team entered the room. The patient was switched to batteries, but the power did not return to the system. The controller was then exchanged, and the patient was connected to new power module which returned power to the system. The power module also had a faintly yellow lit power module backup battery indicator. It was unknown if the pump stopped at any time when the system was out of power. Log files were to be sent from both controllers and the power module was to be returned for further investigation. The patient was asymptomatic during the lvad off alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: serial number - corrected.